Event description:
It was reported that the 9600+ system displayed a pre charge error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery pack. It was also noted that one of the front casters was missing. Replaced the caster. The system was treated adn found to be working as intended and placed back into service.